Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 78-150mg/dl two hours after meals and fating. Blood glucose reading of 423mg/dl last night and checked it at the hospital and got a reading of 175mg/dl last results from memory were 139mg/dl, 423mg/dl, 278mg/dl, 273mg/dl, 224mg/dl. Based on parkes error grid analysis, the bias between the highest result given (78) and the normal result (423) is located in zone d. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normally is 78-150mg/dl two hours after meals and eating. Blood glucose reading of 423mg/dl last night and checked it at the hospital and got a reading of 175mg/dl. Last results from memory were 139mg/dl, 423mg/dl, 278mg/dl, 273mg/dl, 224mg/dl. Based on parkes error grid analysis, the bias between the highest result given (78) and the normal result (423) is located in zone d. No adverse event reported.